Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (3000 mcg/ml at 926.9 mcg/day) and bupivacaine (15 mg/ml at 4.634 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2017 it was reported that a critical pump alarm was occurring. It had been occurring for months. Pump interrogation showed that pump eos (end of service) occurred on (B)(6) 2016 and the patient had not had his pump refilled since 2014 when he felt that the pump was not helping him. The hcp was doing other pain management therapies. The patient came into the clinic today because the pump had been alarming for months. The pump was updated following the screen prompts for eos to make the alarm cease. No further patient complications have been reported as a result of this event.